Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that the probe stopped functioning during the procedure. The probe was inside the patient for about 90 seconds. The unit did not default to stop, which resulted in additional emission of ultrasound rays inside the patient's neck. The doctor did not believe it caused any injury to the customer. This type of product malfunction could potentially lead to patient injury. There were no patient consequences reported.